Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on may 9, 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 168 mg/dl when they went to bed the night before. The caller stated they received a notification about the pump from medtronic and was unsure if the customer's issues were related to the notification. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the pump was not available at the time of the call. The customer had a high of 600 mg/dl on the previous day. The insulin pump will not be returned for analysis.